Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 23 mmol/l at the time of incident. Customer current blood glucose value was 5.2 mmol/l. Customer treated with insulin pump and manual injection for high blood glucose. Customer stated that he drive support cap was normal. Customer stated that the insulin was exited. The product will not return for the analysis.